Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone16.2 cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised with diabetic ketoacidosis on (B)(6) 2026. The patient¿s blood glucose levels rose above 600 mg/dl while wearing the pod. The patient reported that their pod and their continuous glucose monitor (dexcom g6) were not communicating as expected, dexcom were informed of this incident on (B)(6) 2026. Reported symptoms include nausea and vomiting. The patient was treated with unspecified medications administered intravenously and insulin. The patient also underwent CT scans; no information was provided on the nature or outcome of these scans. The patient was discharged on (B)(6) 2026.